Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, at the beginning of the procedure, the arm cart assembly (aca) experienced a calibration failure. Later, in the middle of the procedure, the aca had a non-recoverable error, stopped moving, and could not be recalibrated. The surgery was finished using three arms. There was an approximate 5-minute delay. There was no patient injury.

Manufacturer narrative:
H2) additional information: e (facility name, street 1, city, country, postal code) h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Evaluation of the logs indicated that the robotic arm link 3 pinch sensor 5 was detected in a pressed state, which triggered an error code for 'linked to arm calibration: arm cart assembly buttons and interfaces stuck error', causing a calibration failure. This error can occur from a defective pinch sensor. Review of the field service notes indicated that the a3 pinch sensor was replaced to resolve the issue. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a defective pinch sensor related to a design issue. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, at the beginning of the procedure, the arm cart assembly (aca) experienced a calibration failure. Later, in the middle of the procedure, the aca had a non-recoverable error, stopped moving, and could not be recalibrated. The surgery was finished using three arms. There was an approximate 5-minute delay. There was no patient injury.